Event description:
It was reported that a patient's insertable cardiac monitor experienced undersensing due to loss of contact. The patient is reported as stable, and no further actions have been taken as of (B)(6) 2022.